Event description:
During right leg popliteal and tibial angioplasty, the balloon was inflated to an unk pressure which exceeded the rated burst pressure. The balloon consequently burst and when trying to take the balloon out, it got caught up within the 6f sheath. A self-expanding stent was then used to press the balloon up against the wall of the vessel (femoral artery). The balloon portion of the dilatation catheter was not retrieved and left inside the pt. On (B)(6) 2010, further info emailed by rep. Balloon actually snapped off catheter when trying to pull it out of sheath. Self expanding stent was not planned and placed as a result of balloon being left in pt. Pt is fine.

Manufacturer narrative:
(B)(4). Per dfmea (design failure modes and effect analysis) rs108, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure (rbp) of 14 atm is documented in the supplied instructions for use (IFU) and label. The device is inspected to ensure bonds and balloon are undamaged. Each device is leak tested. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. The complaint correspondence indicated that the rbp was exceeded, but the pressure at rupture is unk. The IFU provides recommended inflation pressures and the rbp is documented on the product packaging. The tip separated at the proximal balloon bond during removal through the sheath. The tip likely elongated before separating at the balloon bond. The IFU warns that the balloon and sheath should be removed as a unit if resistance is felt during withdrawal. The physician determined that the separated balloon segment would not be retrieved. A self-expanding stent was deployed as a result of the balloon being left in the pt. It appears that the self-expanding stent was deployed to hold the separated segment between the stent and femoral artery. The event will be trended as severe harm as the separated segment was not retrieved and may result in further complications (migration, unintended embolization, claudication, ischemia, etc). We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.